Manufacturer narrative:
One vamp adult system was returned for evaluation. Dry blood was evident on the plunger side of the blue seal and on the inside of the contamination shield. Blood was evident between the seal and reservoir. It was apparent that blood had leaked past the blue seal to the plunger side and out of the reservoir cap into the contamination shield. A simulated use test was performed to the vamp system in an attempt to recreate how blood passed the seal into the plunger side. No leakage was detected past the seal during the simulation, when the IFU recommendations were followed. It is recommended in the IFU to smoothly and evenly move the plunger at a rate of 5ml per 3-5 seconds during aspiration and injection of blood from the reservoir. Air leaked past the seal during aspiration and fluid leaked past the seal during injection if the plunger was pulled and pushed unevenly (side loaded). Leakage occurred at only one location of the seal. The seal and attached plunger were removed from the reservoir for visual examination. The wiper of the seal at the location of leakage appeared shorter than expected. It was not possible to compare the seal dimensions with the applicable drawing because the seal was not in its original condition; after assembly, the seal is compressed inside the reservoir. An investigation is currently open to determine the root cause of the short wiper seal and implement any necessary corrective actions.

Event description:
It was reported that blood was found leaking in the reservoir of the vamp during use.